Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, internal inspection and functional stress testing without duplicating the report. The device was recertified and returned to the customer. The battery and ac power cord used were not returned as part of this investigation. Review of the device activity logs showed no evidence related to the customer's report. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.